Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was already at recommended replacement time (rrt) and elective replacement indicator (eri) behavior was questioned. It was noted that the pre-episode electrogram was programmed to continuously "on." The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). (B)(4).